Event description:
Patient stated that back to back tests performed on their surestep meter using separate finger sticks were 203, 155 and 169 mg/dl (27% difference). No symptoms were reported. On follow-up, lfs representative reviewed control solution test procedures with pt. There was no allegation of harm.